Event description:
The customer reported that the sensation 7fr iab was inserted on (B)(6)2012, at a different facility. The pt was subsequently transferred to the customer's facility where the pt remained on iab therapy in the intensive care unit with no reported problems until march 7 when an iab leak was reported. The iab was removed and a new one was inserted without difficulty which pumped satisfactorily for 2 days, when the pt subsequently expired.

Manufacturer narrative:
Product condition received: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing at 45.5 and 75.9 cm from the iab tip. We are unable to determine when the kinks occurred. They may have occurred during iab removal, during iabp therapy, from pt movement, or while packaging/shipping the iab back for eval. Product eval: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approx 1 cm from the rear seal measuring 0.025 cm in length. Conclusion: under magnification, a whitish patch was observed around the leak. The whitish patch is the typical appearance of an abrasion mark. An abrasion leak is a common failure mode caused by calcified plaque in the aorta. A review of the device history and complaint trends does not indicate any mfg or systemic issues.